Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and insulin pump became dislodged and it was not working. The customer's blood glucose level was 175 mg/dl at the time of incident. It was also reported that the buttons will not work. Customer stated that the insulin pump display went blank immediately after pump exposure to moisture. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. Devise was monitored and tested with no blank display noted. No moisture damage on electronics and motor assembly noted.